Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent damage was noted. When unpacking the 32x4.5mm liberte bare stent delivery system (sds), the plastic sleeve was removed and it was noted that the struts "were not regular" with some "damaged" and "sticking out." The device never entered the patient and the procedure was completed with a different device. There were no patient complications and the patient's current condition is listed as "good".

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed stent damage. Although it was reported that the device was not used, the presence of contrast media in the guidewire lumen is indicative of handling beyond simply unpackaging the device. The distal end of the sds was inspected under magnification and the struts in rows five and six from the proximal end were bunched up. The undamaged portion of the stent met the applicable specification for outer diameter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent damage was noted. When unpacking the 32x4.5mm liberte bare stent delivery system (sds), the plastic sleeve was removed and it was noted that the struts "were not regular" with some "damaged" and "sticking out." The device never entered the patient and the procedure was completed with a different device. There were no patient complications and the patient's current condition is listed as "good".